Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) urinary dysfunction/sacal nerve stim and gastrointestinal/pelvic floor. It was reported clinical diagnosis was worsening of urinary symptoms, retention. It was noted the patient had reprogramming on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. It was noted the patient had a foley placed on (B)(6) 2014. It was noted the patient reported cathing on (B)(6) 2012. It was noted the event was possibly related to the device or therapy. It was noted the event was not related to the implant procedure. It was noted the most recent interrogation prior to the event was (B)(6) 2011. It was noted the patient was doing a cath about every other day and always about 240 cc. It was noted pn (B)(6) 2012, (B)(6) 2012 the patient was cathing 1 time per week. It was noted on (B)(6) 2011 they were not doing cathing and stated the interstim was working well at 2.2. It was noted the issue was resolved on (B)(6) 2014. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient exited the study on 2014-(B)(6), so information was not available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that before the therapy, the patient was cathing, and after the therapy, the patient was not cathing until this event. No further complications were reported/anticipated.